Event description:
Customer reported he used the compact plus meter, put it in a case and in a drawer. A short while later he smelled it "burning-melting". He looked at meter and found the middle button had melted. No adverse event reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).